Event description:
The customer reported that her blood glucose was over 600mg/dl at one point and almost she need to the emergency room, but she did not go. The caller also mentioned that she was in and out of the hospital. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please medwatch report # 3004209178-2013-96188.